Manufacturer narrative:
(B)(4). The returned autotome rx 44 was analyzed, and a visual evaluation noted that the distal pierced hole was torn and the anchor was dislodged which displaced the cutting wire and affected the device ability to bow. Additionally, the device working length was twisted and the c-channel was torn from the end to distal tip. The reported event was confirmed. According to the product analysis, the returned device has a distal pierce hole torn which is evidence that the cutting wire anchor slipped down causing the catheter to tear; this type of damage could be generated by a mechanical tear when the cutting wire/anchor is tearing through distal pierce hole and continuing down through the ptfe catheter by an actuation during coil position or by the manipulation of the device; also the working length was twisted and torn in c-channel section that could be caused by the manipulation and by the interaction with the scope or other devices. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire unable to bow when the nurse grips the handle. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation results: wire anchor dislodged.